Event description:
In 2000, the facility's purchasing agent informed the distributor's sales rep of the following: on the box it is written "defective", able to flush through device but unable to draw. Device never implanted. No further details were provided.